Manufacturer narrative:
The device was discarded. It is not available for evaluation. The reported complaint cannot be confirmed without the returned sample.

Event description:
The event involved a plum set that leaked during an infusion of paclitaxel on a patient. There was unprotected chemo exposure, the device was not changed out/replaced with and no further problems encountered. There was patient involvement, however no delay in critical therapy, no adverse event, and no medical intervention was needed.